Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion. Evaluation summary: (B)(4): the lead was returned and analyzed and the primary finding was the outer tubing insulation was breached metal ion oxidization. It was also noted that all conductors were distorted and had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and was breached cut. In addition the helix was distorted/bent. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned and analyzed and the primary finding was the outer tubing insulation was breached metal ion oxidization. It was also noted that all conductors were distorted and had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and was breached cut. In addition the helix was distorted/bent. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The atrial lead that was abandoned was removed due to infection and subsequently tested out of specification.